Manufacturer narrative:
Age at time of event:18 years or older. Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified, moderately tortuous brachial shunt. The 6.0mm x 40/80 sterling over the wire balloon catheter was advanced to the lesion. The balloon was inflated to 6atms. Upon the second inflation the balloon reached 8atms and ruptured. The device was successfully removed from the patient and was completed with a non-bsc balloon catheter. No patient complications were reported and the patients current condition is good.